Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that a capsule tear occurred during the manual portion of a laser assisted cataract procedure. A vitrectomy was performed. Additional information requested.

Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. All calibrations were found within acceptable range, and the company representative made a small adjustment for optimization purposed. Femtosecond lasers fire perforating pulses to perform capsulotomy. It is possible that these perforations can lead to a weakening of the capsule and result in unexpected tears. However, ocular movement during treatment, ocular anatomy, and surgical technique can also contribute to, or be the cause of, a capsule tear during a manual or a laser-assisted cataract procedure. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).